Event description:
(B)(4) received a call on 06/29/2016 reporting a medical intervention that occurred around (B)(6) 2016 around 10:00pm. Patient((B)(6)) called in stating that her prodigy meter had been giving her higher than normal results and was not storing readings in the memory correctly. (B)(6) stated that the prodigy meter gave her a high result which prompted her to go to the ER. The reading on the prodigy meter at the time of the event was 525mg/dl. (B)(6) normal blood glucose reading around the time of day of the event is 229-250mg/dl. (B)(6) stated that upon arrival at ER her blood glucose levels were in the low 200mg/dl. (B)(6) total stay in the ER was 1 hour. Pdc sent replacement and prepaid envelope requesting return of suspect device.